Event description:
"Dealer stated, chair moved and consumer user fell out and broke his leg. Unknown if seat positioning strap was used. Dealer requested a quote to add locking casters, qt (B)(4). Stated the wheel locks for 24" rear wheel do not stay adjusted."

Manufacturer narrative:
(B)(4). Initial pr # (B)(4) issued MFR report #1531186-2012-00553 indicating a product problem. This MDR is actually for an adverse event and product problem. The model # was missing, it is model 6895 and the manufacturer was listed as unknown, the manufacturer is (B)(4). The dealer called stating that the 6895 shower commode chair moved causing the consumer to fall out of the chair and allegedly break his leg. It is unknown by the dealer if the consumer was wearing his seat positioning strap. It is unknown to invacare what caused the shower commode chair to move, consumer affairs has tried contacting the dealer without success for additional information regarding the incident. Page 9 of the owners manual states the following warnings, "always wear your seat positioning strap. Do not attempt to reach objects if you have to move forward in the seat. Do not shift your weight or sitting position toward the direction you are reaching as the rehab shower commode chair may tip over. Do not attempt to reach objects if you have to pick them up from the floor by reaching down between your knees. When transferring to and from the rehab shower commode chair, always engage both wheel locks". Quote # (B)(4) has been issued for locking casters as the dealer alleges that the wheel locks for the 24" rear wheels do not stay adjusted. The consumer has been utilizing this device since (B)(6) 2009.

Event description:
"Dealer stated, chair moved and consumer user fell out and broke his leg. Unknow if seat positioning strap was used. Dealer requested a quote to add locking casters (B)(4). Stated the wheel locks for 24" rear wheel do not stay adjusted."